Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in chennai, india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the circulation motor and distribution board were found defective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 on the patient side is taking too little power (e05) and is blocked (e07). The issue occurred during procedure. There is no report of patient injury.